Manufacturer narrative:
The reference (B)(4) has been allocated to this case. The event description provided states that the injector failed to deliver the iol and that additional manipulation was required to implant the iol into the eye. The healthcare professional has confirmed that the iol was successfully implanted into the eye during the original surgery session and that there was no injury to the patient as a result of the event. The injector was retained by the healthcare facility and is expected to be returned to rayner. A video of surgery was provided to rayner for review. Based on the evidence available to rayner at this time, we suspect that in this case the plunger was not fully retracted prior to the cartridge being clipped into place causing part of the plunger soft-tip to detach as injection was started resulting in the plunger being too short to achieve a successful injection. Our preliminary investigation findings suggest that the failure of the injector to fully deliver the lens is attributable to a manufacturing error.

Event description:
On 18th july 2019, rayner intraocular lenses limited received notification from a us healthcare facility of an event that occurred during use of a rayone aspheric rao600c. The event description provided states that the injector failed to fully deliver the iol necessitating additional manipulation to implant the iol into the eye.

Manufacturer narrative:
The reference (B)(4) has been allocated to this case. The event description provided states that the injector failed to deliver the iol and that additional manipulation was required to implant the iol into the eye. The healthcare professional has confirmed that the iol was successfully implanted into the eye during the original surgery session and that there was no injury to the patient as a result of the event. Returned product inspection confirms that the plunger damage has occurred as a result of a manufacturing assembly error.

Event description:
On 18th july 2019, rayner intraocular lenses limited received notification from a us healthcare facility of an event that occurred during use of a rayone aspheric rao600c. The event description provided states that the injector failed to fully deliver the iol necessitating additional manipulation to implant the iol into the eye.